Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. The patient¿s battery was overdischarged. There were no environmental /external/patient factors that may have led or contributed to the issue. The rep attempted a jumpstart but the patient was not able to stay for 2 rounds because they had a 2 hour drive home. The rep would connect the patient with another rep in the area. The issue was not yet resolved but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported. On (B)(6) 2018, additional information was received from the patient via a manufacturer representative (rep) reporting that this was the patient¿s second time their ins was overdischarged. They reported longer charging times. They also stated that their ins seemed like it was too low and bothered them when they were sitting. Factors that may have led/contributed to the issue was the patient¿s non-compliance with charging. It was reported that the por (power on reset) was cleared resolving the overdischarge. Reprogramming was done and patient had good coverage on group b. During troubleshooting impedances were checked and two electrodes (7 and 12) were greater than the normal range. It was reported that all events were confirmed with the medical doctor. An ins replacement had not occurred but was planned just not yet scheduled. A data file the rep took was also attached to their report. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.